Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the transfer set and cassette, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a minicap transfer set and the patient line of a homechoice cassette which resulted in a system error 2240 (air in line/set) alarm on the homechoice claria device. This occurred during drain of peritoneal dialysis (pd) therapy. The patient was initially connected when performing therapy. After the disconnection occurred, the lines were not reconnected. Renal therapy services (rts) assisted the patient with clearing the alarm. The patient would complete therapy by manual exchange. Rts reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.